Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded some atrial tachy response (atr) episodes that were identified as inappropriate, due to noise over sensing. The atrial lead measurements were still within normal limits but further evaluation in the clinic with isometrics, pocket manipulation and serial impedances was recommended. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.